Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Enbf2316c1 66ej+enlw1610c124ej were implanted I the right side and enlw1616c82ej+enlw1624c124ej were implanted in the left side. It was reported approximately 6 years post the index procedure the patient was treated for a type ib endoleak in the left leg enlw1 624c124ej (used non-medtronic devices). Since the diameter of the aneurysm was also enlarged, it is believed that the main body graft may have migrated distally into the aneurysm sac as the diameter of the aneurysm expanded. Approximately 9 years post the index procedure a type ia endoleak occurred after the endurant branched main placement. A non mdt aortic cuff was implanted. It was reported after that, that the non mdt cuff migrated and had fallen to the flow divider portion of the endurant branched main. Intervention was performed where ettf3232c70ej (v30764152) was used to cover both renal arteries. The type ia endoleak was resolved by placing the device directly below the sma. Per the physician the cause of the endoleak is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.